Manufacturer narrative:
The lifeband involved in the reported complaint will not be returned for investigation because the customer has disposed of it. Upon inspecting the returned autopulse platform, a small piece of the broken lifeband band clip was stuck in the drive shaft slot, confirming the reported complaint. The root cause of the broken clip was not conclusively determined; however, damage due to applying excessive force upon removing the lifeband band clip from the drive shaft slot could not be ruled out.

Event description:
The autopulse platform (sn: (B)(6) was used for resuscitating a patient. The autopulse platform performed approximately 20 to 30 minutes of compressions before the reported issue. After resuscitation and upon removing the lifeband from the autopulse platform by the hospital staff, the lifeband band clip broke. The customer could not remove the broken clip from the driveshaft, making it impossible to connect a new lifeband. No consequences or impacts on the patient.